Event description:
During sterilization with essure device, the first essure misfired. The next 3 essure devices bent and were not able to be used. All had the same lot number. The 4th essure set functioned and surgery was completed.